Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Before walking the dog, the cgm was 120 mg/dl, so the patient was permitted to go. However, while walking the dog, the patient experienced collapse. Bystanders called an ambulance and the patient was given baqsimi nasal glucagon. The bg at some point during the event was 39 mg/dl. No mention of egv at that time. The treatment was not successful, so the patient was transported to the hospital for further evaluation. There were no details about additional medical intervention for hypoglycemia; however, was noted that the patient was hospitalized for 3 days after the event. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.